Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had issues with the insulin pump¿s battery life. The customer reported they received a replace battery now alarm. The alarm history was reviewed. They did not receive a low battery alert prior to the replace battery now alarm. The customer stated the battery was not previously used. The device was not dropped. There were no unattended alarms. The customer¿s blood glucose level was 8.6 mmol/l. They were advised that the insulin pump should be replaced. The device will not be returned for analysis.